Event description:
Procedure performed: na. Event description: [facility] incoming inspection po#: 23036. This is a complaint from [facility] evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: on (B)(6) 2022. Please refer to the attachment file. I) we found the defects that already informed applied medical by cer. We just inform you the defect and return the products for the following defects. You do not need investigation. Foreign object inside product - ctr73 lot#: 1455625 (1 ea.). Product available for return. Patient status: no patient involvement.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of hair inside the sleeve protector of the event unit. Based on the condition of the returned unit, the hair likely originated from an operator during the manufacturing process.